Manufacturer narrative:
Correction to the initial MDR in block(s) f10 and h6 patient codes in sections f. For use by uf/importer and h. Device manufacturers only.

Event description:
It was reported that this patient with implantable lead had an arterial perforation. An arterial perforation was noticed in the patient. The caller reported that when the physician was exchanging the short sheath for a long one, in order to go transseptal, it was noticed that blood was leaking back from the sheath. The physician then checked and confirmed on ice that there was a perforation to the artery, near where the physician attempted to get transseptal access. The caller noted that the catheter was not inside the patient, at the time of the injury. The most suspected devices are the sheaths used for vascular access. The harm is associated with a sheath due to risk of the sheath having direct contact with the arterial vasculature tissue. Additionally, the event occurred while the sheaths were being exchanged, blood was leaking back from the sheath, and the perforation was near where the physician attempted to get transseptal access. The product is not expected to return for analysis.

Event description:
It was reported that this patient with implantable lead had an arterial perforation. An arterial perforation was noticed in the patient. The caller reported that when the physician was exchanging the short sheath for a long one, in order to go transseptal, it was noticed that blood was leaking back from the sheath. The physician then checked and confirmed on ice that there was a perforation to the artery, near where the physician attempted to get transseptal access. The caller noted that the catheter was not inside the patient, at the time of the injury. The most suspected devices are the sheaths used for vascular access. The harm is associated with a sheath due to risk of the sheath having direct contact with the arterial vasculature tissue. Additionally, the event occurred while the sheaths were being exchanged, blood was leaking back from the sheath, and the perforation was near where the physician attempted to get transseptal access. The product is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available on the voluntary medwatch report.